Event description:
Consumer alleges he was in the kitchen when he discovered smoke filling the bungalow. He used a tea towel to smother the smoldering area. Consumer reported chair allegedly caught fire.

Event description:
Consumer alleges he was in the kitchen when he discovered smoke filling the bungalow. He used a tea towel to smother the smoldering area. Consumer reported chair allegedly caught fire.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Manufacturer narrative:
Only the hand control was returned for evaluation. There is no evidence that the hand control contributed to this event.